Event description:
External blood leak during dialysis treatment occured. Customer reported that the arterial part of the dialyzer header was cracked. The crack was noticed as soon as dialysis treatment was initiated. Blood of the extracorporal circuit was returned to pt. No pt injury occured. No intervention required. A new system was setup without further incident.